Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt under went a cesarean section on (B)(6)2010 and suture was used. During the procedure, the tip of the needle broke off. The needle was recovered during the same procedure with no adverse pt consequences reported.